Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that pocket hematoma developed after right ventricular lead (rv) extraction. Patient brought back to lab for pocket revision. The new rv lead remains in use. No further patient complications have been reported as a result of this event.